Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device failed several automatic readiness tests. However, these do not indicate a device malfunction and were due to the multi-function cable being connected to the base shorting plug during the test. This device's configuration is set for one step complete pads to be used during the automatic readiness testing and not the base shorting plug. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the 30 joule self test. Complainant indicated that there was no patient involvement in the reported malfunction.